Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving morphine (25 mg at 20 mg) via an implanted pump. It was reported the patient had a motor stall with unknown environmental/external/patient factors that may have led or contributed to the issue. The patient presented to the hcp office with alarm and confirmed motor stall. It was noted the patient had not had a recent MRI or miss a refill. The logs were checked and the pump was interrogated multiple times but the issue did not resolve. Surgical intervention was not scheduled but planned. It was further reported the alarm started on sunday and since then the patient had been going through full blown withdrawal. The hcp was going to wait 20 minutes and try to re-interrogate the pump again. The refill was scheduled for next week. It was noted the patient had a CT scan.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication, stall due to shaft bearing, and a failed lab dispense test above specification. All previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the patient presented for pump replacement on (B)(6). It was noted in pre-operative the patient noted they experienced withdrawal symptoms including nausea and vomiting and heard the alarm starting on (B)(6).. The patient saw the healthcare professional on b)(6).. It was noted the medication in the pump was morphine 50 mg/ml, bupivacaine 40 mg/ml, clonidine 325 mcg/ml, and ketamine 3.5 mg. The dose per day before and after replacement (flex dosing totaling) was morphine 20 mg/day before and 10.63mg/day after, bupivacaine 16.05 mg/day before and 8.5mg/day after, clonidine 130.04 mcg/day before and 69.12mcg/day after, ketamine 1.4005 mg/day before and 744.4mcg/day after. It was noted the ketamine concentration was programmed in at 3500mcg at replacement. It was noted the explanted pump was returned on (B)(6).. The logs indicated the user silenced an active audible alarm on (B)(6). At 10:45am, a stopped pump duration exceeded 48 hours on (B)(6). At 12:49pm, a motor stall recovery on (B)(6). At 1:18pm, a pump motor occurred on 2020-apr-27 at 11:52am, a pump motor stall recovery on (B)(6). At 11:05am, a pump motor stall occurred on (B)(6). At 11:09am, a low reservoir alarm occurred on (B)(6). At 9:03am, a stopped pump duration exceeded 48 hours on (B)(6).at 11:09am, a motor stall recovery occurred on (B)(6). At 5:56pm, and an empty reservoir alarm occurred on (B)(6). At 9:26pm. No further information was reported.